Manufacturer narrative:
Additional narrative: this report is for an unknown guide wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that prior to a shoulder repair (fracture of proximal humerus) on (B)(6), 2022, the guide wire 1.6 mm did not fit into the guide hole. There was no patient consequence. This report is for an unknown guide wire. This is report 2 of 2 for (B)(4).